Manufacturer narrative:
Patient age, gender, and weight are unknown. The exact event date is unknown. It was reported the event occurred in (B)(6). The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) the reported event of syringe deflation issue. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2011-01704 addresses the alliance inflation syringe, while manufacturer report #3005099803-2011-01703 addresses the cre balloon. It was reported to boston scientific corporation on (B)(6) 2011 that an alliance inflation syringe and a cre balloon dilatation catheter were used during an esophagogastroduodenoscopy (egd) procedure performed in (B)(6) (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, inflation was attempted however the balloon would only inflate half way. Deflation was then attempted, but was unsuccessful. Subsequently, inflation was attempted again and the balloon was able to inflate to the proper pressure; the exact pressure to which the balloon inflated is unknown. Dilatation was completed with this device; however, after dilatation the balloon would not deflate. The balloon was successfully removed from the patient anatomy and withdrawn into the endoscope. The device and the scope were removed from the patient together. When outside the patient, the balloon was able to be deflated using the same syringe. The device was then removed from the scope without cutting the catheter. The account confirmed that no visible issues were noted the cre balloon dilatation catheter or alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.